Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged two days after being implanted and was successfully repositioned. On (B)(6) 2011, the patient developed an infection. The lead was explanted and replaced.